Event description:
The territory sales manager was informed by the nurse at the user facility that post ercp (endoscopic retrograde cholangiopancreatography) procedure, the evis exera iii duodenoscope's distal cover (maj-2315) was dislodged and stuck inside the patient's pharynx. According to the reporter, the user was able to retrieve the device without issue. The sales manager verified there were no holes or cracks in the maj-2315. No death, injury or harm was reported. This report is related to a report with patient (B)(6).

Manufacturer narrative:
No device was returned for evaluation. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the cause of the reported event is likely the distal cover disengaged from the device due to the cover not being securely attached to the distal end and used in a procedure in this state where the cover can easily come off the device. The event can be detected/prevented by following the instructions for use which state: if the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination¿. If there is a problem with the distal cover, it is necessary to reattach spare cover. If the single use distal cover should fall off the distal end during the examination, the single use distal cover is seen partly on the endoscopic image. When the single use distal cover should fall off the distal end or seems to fall off, immediately stop the examination, and slowly withdraw the endoscope from the patient. Olympus will continue to monitor complaints for this device. Supplemental report(s) will be submitted should any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional details received from the reporter. The user provided additional information where a mouthpiece was used, the lot number for the distal cover was unable to be provided, there were no anti-fog agents used, lubricants were used after the tip was installed, there was an inspection to confirm no abnormalities such as a crack or looseness in the cover immediately after mounting on the scope and the maj-315 device was disposed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.